Manufacturer narrative:
This report is submitted on april 15, 2019.

Event description:
It was reported the patient's device was explanted (date not reported) due to unknown reasons. The patient was re-implanted with a new device.